Manufacturer narrative:
(B)(4). The returned endotracheal tube was evaluated for the reported "cuff won't inflate" issue. Visual examination of the cuff showed a cut that leaks air from the lumen. An inflation/deflation test was performed using a 25cc of air which was applied to the cuff by syringe. The cuff was observed to immediately deflate. The reported failure mode was confirmed.

Event description:
A report was received stating a nasal tracheal tube experienced a cuff leak which caused the cuff not to inflate. The crna decreased the inhalation gas oxygen content in order to use the equipment. The endotracheal tube was also sealed off with three throat packs to alleviate the problem. It was reported that anesthesia was able to maintain good ventilation for the procedure. Recannulation was not required. There wais no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4)